Event description:
Patient experienced sudden cardiac arrest. During resuscitation, potassium level was noted as elevated. In reexamination of infusion pump, unable to determine rate at which pump was infusing;however,in reconstructing pump setting, discovered possible setting of 20cc/hr instead of 2.0cc/hr. Not believed at time to be pump malfunction, so pump not retained immediately for evaluation. Therefore, unable to determine exact infusion pump being used. Evaluation was conducted of a pump, not certain this was pump involved, howeverinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: device unavailable for follow-up investigation examination, user error caused event, user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, user education provided, inserviced by biomedical engineering dept. Staff. The device was not destroyed/disposed of.